Event description:
Customer complaint for false positive 1+ reaction on provue in the anti-d microtube of mts abd/reverse gel card lot 102413037-55 exp 19aug2014. Patient had previous history of rh negative. Testing was repeated manually and the anti-d microwell was negative as expected. Customer stated dat testing was negative and weak d testing was negative. Patient gave birth to rh positive baby and fetal screen /kb test was negative. Dat for cord sample was negative. Daily qc testing was acceptable. Issue was only noted with sample in question. Customer does not have sample for return to ocd. Customer further indicated that site will result sample as rh negative based on previous history.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).